Event description:
A stealth 360 peripheral orbital atherectomy device (oad) was inserted through a 5fr sheath in the anterior tibial (at) artery in retrograde fashion, advanced proximally to the tibioperoneal trunk (tpt) followed by a u-turn approach back through the peroneal artery (pa). The oad was activated, and treatment was performed in the severely calcified proximal at, tpt, and the pa. The oad stopped. The physician disengaged the advancer knob and released the brake. Glideassist was then activated in an unsuccessful attempt to remove the oad. The oad stopped again. The leds were not illuminated. An attempt to reactivate the oad was made, however the device immediately shut off. The physician then pulled the oad ex vivo. Upon removal of the device from the vessel, it was noticed that the tip bushing had become detached. Fluoroscopic imaging was performed, and revealed no evidence of the tip bushing in vivo. Balloon angioplasty was performed followed by imaging to complete the procedure. The patient experienced no consequences as a result of this event.

Manufacturer narrative:
The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. The orbital atherectomy device (oad) was returned to csi for evaluation. Analysis revealed a driveshaft fracture located at the tip bushing. Evaluation of the data log confirmed a stall event. Scanning electron microscopic (sem) analysis of the fractured filar faces revealed evidence of fatigue. This is an indication that the driveshaft was spun in a high stress environment such as a tight calcified lesion and/or a tight bend that the tip bushing was unable to traverse. However, the root cause of the fatigue could not be conclusively determined. When tested, the oad functioned as intended. Csi ID: (B)(4).